Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the device had insufficient/low power. It was also determined that the device had shipment/storage damage. It was further determined that the device failed pretest for general condition, check for air leak, check starting behavior at 3 bar, check the power with test bench at 6 bar: minimum 110 to 160 watt, and check for excessive noise. Therefore, the reported condition was confirmed. The assignable root causes were determined to be traced to component failure and transport/storage. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device supplied insufficient power, causing the device to run slow, and/or with lower energy. It was further reported that the issue also applied to the low rotational speed of the handpiece device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.